Event description:
Gold marker dislodgement.

Manufacturer narrative:
This complaint was previously reported under manufacturing number 1058196-2004-000126. It was also reported as a serious injury which is revised to a malfunction in this notification. Additional products in that complaint were reported under manufacturing numbers 1058196-2004-00112, 1058196-2004-00127 and 1058196-2004-00128. These products have been combined under this complaint. Complaint has been voided. This is then one of seven products reported in the following manufacturing numbers 1058196-2004-00103 (products), 1058196-2004-00104, 1058196-2004-00105, 1058196-2004-00135, 1058196-2004-00136, and 1058196-2004-00137. Additional info will be submitted 30 days upon receipt.